Event description:
Ba1: 2003, symptom-free for approx 3 yrs. Ba2: exchange of old 450cc mentor smooth round saline implants with new implants within same capsule 2017; info reported in this FDA filing is second set of implants. Painful, hard, bakers grade 4 capsular contracture post op by 6 months. Symptoms from ba1: 2006 onset symptoms: heart palpitation, aspiration / apenic episodes while sleeping (not obstructive sleep apnea), shortness of breath, cold intolerance and heat intolerance, hormonal adult acne, high blood pressure; chronic sinusitis, beginning stages of elevated tsh, low t3, d, and adrenal fatigue. Symptoms from ba2: by 2009 chronic pitted adema in both legs, endocrine disrupted and diagnosed with hypothyroid no family history and not hashimotos, multiple cysts and nodules on thyroid detected and each growing every 6 months. Thyroid visually enlarged by external observation and confirmed via ultrasound, eye vision blurry and reduced night vision, chronic tinnitus, vertigo episodes. Chronic fatigue, adrenal fatigue, muscle weakness, mutated genes and mthr markers, developed allergies, hives, leaky gut, ibs, b12 and d3 deficiency despite high dose supplements. Food sensitivities and intolerances, brain fog, insomnia/poor sleep, depression, temperamental, anger easily. (Head) hair thinning, dry and brittle; patchy/hair loss on face and body areas, overall dry skin and brittle nails with large grooves and missing moons, bruise/scar easy, slow healing wounds, cold feeling breasts, weight gain, inability to lose weight despite vigorous exercise and strict diet, chronic inflammation throughout body.